Event description:
During decompression surgery with the baxano io-flex system, arterial bleeding was observed (described as an arterial laceration). The bleeding was controlled and estimated blood loss for the case was 300-350cc. The following day, the pt described palpitations and chest pain as well as some numbness in her hands. The pt as found to be anemic and received a blood transfusion of 2 units. Pt was discharged three days postop after receiving cardiac clearance.